Manufacturer narrative:
The device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account reported that after a selective right coronary angiogram procedure was complete, the physician had noticed that the tip of the access wire detached and had lodged within the patient's right radial artery. The patient was transferred to the radiology department for an x-ray, confirming the wire tip location. Several attempts have been made to gather additional information without success.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and microscopically. The complaint is confirmed. No definitive root cause could be determined, however, there was evidence of excessive force during use. A review of the complaint database was performed and no similar complaints were found. A review of the device history record was performed and no exception documents were found.